Event description:
Patient's mother contacted dexcom technical support on (B)(6) to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6). Sensor was inserted on (B)(6). Sensor was inserted into the arm. Patient used more than one bg meter against user's guide. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient did not use their routine bg meter to calibrate. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states:  use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).